Event description:
A nurse reported that the system did not recognize a cassette and kept asking for a new one prior to a vitrectomy procedure. The customer tried several different cassettes, but the issue persisted. The patient had been given local anesthesia when it was decided to cancel the case. There was no patient harm reported. Additional information has been requested.

Manufacturer narrative:
The company representative examined the system and replaced the vacuum pressure manifold. The system was then tested and met all product specifications. Additional information regarding product evaluation is pending. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).